Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. It was observed the wire returned inside the retrieval sheath. The filter bag came back in undeployed state. The spring tip was bent and stretched. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the spring tip was bent and stretched.

Event description:
It was reported that the device was contaminated. The target lesion was located in the neck area. A 190cm filterwire ez was selected for use. During the procedure, it was noted a presence of white particle in the device. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that the device was contaminated. The target lesion was located in the neck area. A 190cm filterwire ez was selected for use. During the procedure, it was noted a presence of white particle in the device. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.